Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the pt moved and the posterior capsule ruptured. The pt was sent to the retina specialist for lens extraction, lens replacement and vitrectomy. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).